Event description:
It was reported by service report that the scale was not weighing accurately and the fowler was drifting. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: load cells, motor assembly, and nylon nuts.